Event description:
Pt had angiogram and attempted pci; balloon pump inserted. Balloon pump working well and pt taken to unit. Once on unit, balloon pump unable to augment. Pt returned to cath lab for insertion of new iabp catheter.